Event description:
It was reported that a spectrum pump experienced a continuous alarm. It was also reported that there was no pt involvement. During evaluation of the device system error 105 messages were identified within the history log, which is likely what the reported "continuous alarm" was referring to.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation identified multiple system error 105 alarms within the event history log, which were determined to be caused by a dislodged connector on the input/output printed circuit board. The input/output printed circuit board was replaced to correct this condition.